Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that empty pump occurred. The hcp did not have access to the clinician programmer. The hcp stated that the patient pump was empty and wanted to know what steps to take. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare provider. The pump was refilled. Per managing hcp office, the patient was coming in today ((B)(6) 2018) for a refill. Additional information was received from a healthcare professional (hcp). It was reported that patient was transitioning to the hcp's care but was admitted ot the hospital which postponed filling pump. The empty pump event had been resolved and the hcp filled the pump on (B)(6) 2018 in office. Patient's weight was 185 lbs. For patient's medical history, the patient was recently admitted for pneumonia/hallucination/confusion, lived in extended care facility(ecf), past medical history (pmh): peripheral vascular disease (pvd), post-lamisyndrome, osteoarthritis and pseudogout. No further complications were reported.